Event description:
It was reported that approximately 1.5 weeks prior to report the patient began to experience intermittency when using the on/off feature on their implantable neurostimulator recharger (insr). It was also reported the patient was experiencing intermittency with their patient programmer when trying to connect with their implant. It was noted the patient has changed the batteries in the patient programmer and neither handheld device had been dropped or gotten wet. It was reported that although the patient has lost 8 pounds they do not think their implant has moved. It was noted the patient thought there was a discrepancy in the battery life being displayed on the patient programmer and insr however it was believed the patient was looking at the wrong battery symbol. It was reported the patient had no stimulation sensation. It was reported one month prior to report the patient getting intermittent stimulation then stopped feeling it the friday prior to report. It was reported the patient was able to connect with their implantable neurostimulator recharger (insr) but not their patient programmer. It was confirmed the patient had 1/4 charge and their stimulation was on but they were not feeling it. It was further reported the patient was unable to make adjustments with or without the antenna attached.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).